Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A diabetes educator reported that the patient was wearing the pod at the time of the event requiring medical attention. On (B)(6) 2026, the patient experienced dizziness, feeling hot, and shakiness following a reported discrepancy between continuous glucose monitoring sensor values and blood glucose meter readings, with sensor values indicating a decrease of approximately 2 mmol/l (36 mg/dl); actual glucose values were not reported. The patient presented to the emergency room and received treatment with glucose and carbohydrates. The patient was released on the same day with a diagnosis of hypoglycemia following a 4-hour stay. The patient was reported to have been in contact with abbott.